Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction no image and scope communication error e118 was traced to damage on light source unit. However, the most probable cause of oxidization on light source unit was due to liquid inside the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had had no image, scope communication error e118, oxidization and damage on light source unit. There was no patient involvement.